Event description:
A discordant, false negative human chorionic gonadotropin) (hcg) result was obtained upon repeat testing on one patient sample on a dimension exl with lm instrument. The sample resulted initially with no value and the comment "diluted". The sample was repeated on the same instrument, resulting negative for hcg. The discordant result was reported to the physician(s), who questioned it. The sample was then repeated on an alternate dimension instrument, resulting positive for hcg. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse addressed a clot check issue by replacing the clot check board. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.